Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy but passed the rite electrical test. The pal evaluated the device. An accuracy confirmation test was performed and failed. A temperature verification test was then performed and the device passed. The piston foam was replaced with the test articles; accuracy confirmation was retested and passed. Piston foam deterioration was observed during replacement. The assignable cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.